Event description:
It was reported that the patient was experiencing pin like pricks in the chest near the pacemaker and a low voltage electrical pain down the arm closest to the pacemaker. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.